Event description:
74 year old. Dr's 1st angiojet(aj) case. Site called pmi clinical specialist about 4pm for help during set up. Clinical specialist did note to them to not run aj for over 10 min. Aj successfully opened superior femoral artery. Site called clinical specialist about 9pm, as pt was in ICU and was unresponsive. They had used aj on and off for no more than 10 minutes over a few hours; they had ballooned and it "looked cloudy again". Aj did extract clot. Pt was given 1 dose(10 units) of retevase at the beginning of the case and reopro bolus(wt. Adjusted) and had started the drip when the pt was bleeding from 5fr percut. Rt branchial site(this site was approx. 24 hrs old and was an IV site). The drip was stopped. Pt was put on a ventilator and intubated in the lab. Pt unresponsive. Dr thinks pt may have had a stroke. CT was negative though but it may be too soon to tell. No foley in place, stomach/bladder distended. Red urine. Dr said every blood sample they took was hemolized. Dic? One hosp staff thought there was a dissection early on but the dr didn't think so. As of 10/13 am, pt was still unresponsive.